Manufacturer narrative:
Additional narrative: tan, j., foo, a., chew, w., and teoh, l. (2011). Articularly placed interfragmentary screw fixation of difficult condylar fractures of the hand. Journal of hand surgery, 36a, 604-609. This report is for an unknown 1.5mm ao small screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: tan, j., foo, a., chew, w., and teoh, l. (2011). Articularly placed interfragmentary screw fixation of difficult condylar fractures of the hand. Journal of hand surgery, 36a, 604-609. This study was a retrospective review of the outcomes of the intra-articularly placed interfragmentary screws for fixation of difficullt condylar fractures of the metacarpal and proximal phalangeal heads. The study included 10 patients with 11 fractures. Patients included one (B)(6) female and 9 male patients ranging in age from 16-59. The following complication was reported: the screw was protruding from the joint surface and catching and interfering with the metacarpophalangeal joint at 14 months post-fixation, and subsequent revision. This is report 1 of 1 for (B)(4). This report is for an unknown 1.5mm ao small screw. A copy of the literature article is being submitted with the medwatch.